Event description:
The ventilator was originally returned to the field service center for a scheduled preventative maintenance. The service record states the ventilator turbine would not spin up in servo mode. The tidal volume was also too low during the performance checkout.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline. The service administrator inadvertently neglected to notify regulatory of the reported problem.